Event description:
The day after this ventricular lead was implanted, high threshold measurements were noted. The lead was repositioned and again high threshold measurements occurred. The lead was then explanted and replaced; however, microdislodgement or perforation were suspected.